Event description:
It has been reported that the wireless footswitch connection was dropping out. The device was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that there was a wifi problem with the system bridge to the hospital network. The customer had issues when transferring data to the hospital network, but they could transfer with a wired connection. There was no issue with the wireless footswitch. To resolve the issue, fse replaced the bridge and power supply of the wi-fi bridge. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-pun-011 or medical device correction z-0649-2022, but it is related to the wifi problem in the hospital network. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.